Event description:
Boston scientific crm received information that, during a routine follow-up appointment, it was noted this device recorded a pacing impedance measurement greater than 2500 ohms. Review of device memory found the impedance had been increasing for several months. No adverse patient effects were observed.

Manufacturer narrative:
The device was reprogrammed to unipolar mode. The impedance measurement in unipolar mode was in the acceptable range, and no further intervention was performed.